Event description:
It was reported that the catheter was stuck on the guide wire. The target lesion was located in the superficial femoral artery (sfa). A jetstream atherectomy catheter was advanced over a mailman guide wire. The sfa was ¿debulked¿ and then it was noted that the jetstream device became stuck on the guide wire. Everything was removed from the patient as a system and the procedure was completed. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).